Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that there was a failed removal attempt and the patient also reports to have blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be experiencing anxiety. According to the medical records, the patient had a history of deep vein thrombosis (dvt) on the left leg with progression of the dvt. The indication for the filter placement was gastrointestinal (gi) bleeding while on coumadin. During the filter placement procedure via the right femoral vein, an ivc vena cavagram showed wide patency of the ivc with renal vein inflow. The filter was deployed in the infra-renal segment without difficulty. The device fully expanded and was well centered. A follow up study confirmed satisfactory device placement. Approximately eight years and five months post implant, the patient underwent an unsuccessful attempt to remove the filter. The procedural details of the retrieval attempt have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Clinical factors that may have influenced the events include patient, procedural, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to a failed removal that caused injury and damage to the patient. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events approximately eight years and five months post implantation. The patient underwent an unsuccessful attempt to remove the filter at that time. The patient also reports to have blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be suffering from anxiety. According to the information received in the medical records, the patient has a history of deep vein thrombosis (dvt) on the left leg with progression of the dvt. The indication for the filter placement was gastrointestinal (gi) bleeding while on coumadin. During the filter placement procedure via the right femoral vein, an ivc vena cavagram showed wide patency of the ivc with renal vein inflow. The filter was deployed in the infra-renal segment without difficulty. The device fully expanded and was well centered. A follow up study confirmed satisfactory device placement.